Manufacturer narrative:
The foot pump is not designed to be used to lock the table. The proper use of the table is to use auxiliary control system to lock the table in the event a backup control from the primary hand control is needed. User facility personnel reported the procedure related to the reported event was delayed. The patient was transferred to a different steris 4085 surgical table and the procedure was completed successfully. The user facility stated that they were trying to lock their 4085 surgical table with the hand control but it was not working due to a sensor error. They then proceeded to try to manually lock the table when the reported event occurred. A steris service technician arrived on site, inspected the unit, and identified the broken foot pump and found a bent shroud. The technician replaced the manual foot pump, adjusted the bent shroud, and confirmed the table to be operating according to specification. The facility was not able to offer any additional information relating to the sensor error, and no issues were identified by the technician upon inspection. The 4085 surgical table is equipped with an auxiliary control system, which can be used at any time, that allows table operation in the event of a primary control malfunction. The steris operator manual describes the proper use and operation of the backup control system operation. The table is not under steris contract for maintenance services. The technician advised user facility personnel of the proper use and operation of 4085 surgical table.

Event description:
The user facility reported the foot pump broke off of their 4085 surgical table while trying to lock the table with a patient on the table. No injury was reported.